Manufacturer narrative:
Incident summary: the biomedical engineer (bme) reported that they are getting fatal error message on their g9 monitor and that the unit is rebooting itself. Bme reported that this occurred while it was in use with a patient however no patient injuries were reported. Investigation summary: the complaint device was received by nihon kohden. The unit was evaluated and the fatal error was duplicated. No visible damage nor fluid intrusion observed. The unit showed a black screen with the fatal error message upon startup. The cause of the fatal error and rebooting was circuit board failure of the main board, possibly due to electrical damage from outages or surges, or wear-and-tear. Review of the complaint device's serial number shows that the device was 3 years old at the time of the complaint and the device has no other complaints. Additional manufacturer information: b4: date of this report d9: is this device available for evaluation? G3: date revceived by manufacturer g6: type of report h2: if follow-up, what type? H3: device evaluated by manufacturer h6: adverse event problem codes h11: additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that they are getting fatal error message on their g9 monitor and that the unit is rebooting itself. Bme reported that this occurred while it was in use with a patient however no patient injuries were reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that they are getting fatal error message on their g9 monitor and that the unit is rebooting itself. Bme reported that this occurred while it was in use with a patient however no patient injuries were reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the g9 monitor: bedside monitor (bsm): model #: bsm-1753a, serial #: (B)(6), device manufacturer data: 05/21/2020, unique identifier (UDI) #: (B)(4). Model #: ja-694pa, serial #: (B)(6), device manufacturer data: ni, unique identifier (UDI) #: (B)(4).

Event description:
The biomedical engineer (bme) reported that they are getting fatal error message on their g9 monitor and that the unit is rebooting itself. Bme reported that this occurred while it was in use with a patient however no patient injuries were reported.